Manufacturer narrative:
(B)(4). Device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the lot number? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Note: events reported in (B)(4).

Event description:
It was reported that a patient underwent a knee amputation procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported by the sales rep that during an above the knee amputation while suturing subcutaneously in fascia the needle popped off of two sutures. They were retrieved. A new suture was used to complete the case with no consequences. Additional information was requested.